Manufacturer narrative:
Conclusion: problem believed to be related to user storage conditions. The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag. The distal transition tip material was noted to be missing, leaving only the braidwire and ptfe sleeve. Most of the catheter body exhibited signs of degradation. Dimensional examination: the outer diameter of the catheter's body was found to be within demensional specifications. The tip inner diameter was not measured, due to the lack of material. Chemical analysis, including dsc and ir, of the returned unit and a similar sterile control sample were performed. Based on the test results, the devices general appearance, and information from the account, it can be concluded that the returned sample's body was indeed degraded. It is suspected that the transition tip and body had become brittle, and then the tip material subsequently, cracked and flaked off and the body material just cracked. The cause for the body and tip having become degraded is believed to be the result of the improper storage conditions at the hospital.

Event description:
The distal tip coating peeled off and could not be located within the pt's vasculature.